Manufacturer narrative:
The lesion was in the distal lima saphenous vein graft (svg). The device broke at the hypotube. The broken piece was able to be removed with a snare. No additional complications occurred. The patient went home successfully. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a severely calcified, severely tortuosity lesion exhibiting 80% stenosis in the distal saphenous vein graft (svg). There was no damage noted to the packaging. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. The device was not kinked and re straightened. It was reported that after the removal of the device, the device detached in vitro. It was indicated that the broken piece was able to be removed. The patient is alive with no injury.